Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The ra lead exhibited high pacing thresholds. The physician mentioned that this ra lead was difficult to implant and he did not like the way the helix came out. The ra lead was repositioned and remains active. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and high pacing thresholds. Helix mechanism test was not performed due to dried blood in helix housing, however helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin.

Event description:
Boston scientific received additional information that this right atrial (ra) lead was explanted. Lead was returned for analysis.